Manufacturer narrative:
MDR 3003442380-2024-02890 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced three infusion set leaking from site on (B)(6) 2024 no further information available.